Event description:
An issue was reported where the customer encountered a time discrepancy on their pump, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme values. The customer was assisted in updating the pump time by customer technical support and was advised to monitor the situation, with instructions to follow up if the time discrepancy occurred again. The customer understood and acknowledged these instructions.